Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge/segmental resection, the issue occurred on the first firing, wherein the device was set on tissue, and the green button was pressed. When the surgeon attempted to fire after the safety was released, the device was locked and unable to fire. The procedure was completed with another device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a wedge/segmental resection, the issue occurred on the first firing, wherein the device was set on tissue, and the green button was pressed. When the surgeon attempted to fire after the safety was released, the device was locked and unable to fire. The procedure was completed with another device. The event occurred during procedure but the device was not used on patient. There was no patient injury.